Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/17/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device was well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000274851 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the wired jaw came loose from the jaws and was noticed by the harvester. The jaws were closed during the insertion. No resistance was noted. They stopped using the device and nothing fell into the patient. The only delay was switching out devices and there were no patient effects.